Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the stent dislodged during use. The stent was successfully retrieved from the patient; however, it took 3 hours to retrieve it. There were no reported patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own labeling of abbott vascular drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - stent dislodgement can be influenced by many factors. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Although it was reported that the stent dislodged during use and was successfully retrieved, there is limited case information available at this time. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. However, a conclusive cause cannot be determined for the reported stent dislodgement and there is no indication of a product quality deficiency.